Manufacturer narrative:
(B)(4). Instrument b: batch #: f5uv0l, exp date: 03/23/2014; MFR date: 04/23/2009. The analysis results found that the ats45 device (a) was received in good visual condition and with three reloads present. The returned reloads were partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event described could not be confirmed as the cartridge was loaded into the device without difficulties and did not fall out during testing. The analysis results found that the ats45 device (b) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the first device, the staples were loose and did not staple all the way across. The second device, the reload fell off inside the patient. The surgeon had to retrieve it. The two white cartridges and one reload misfired. They completed the case with another device. The surgery was delayed by ten minutes while the device was retrieved from another building. There was no patient consequence. Additional follow-up: device did not cut the tissue at all. Some staples deployed some were straight, the others were formed properly.